Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient presented for 7-10 day incision check wherein his left upper extremity from shoulder through hand was swollen and skin was tight. He had 2+ radial pulse. Ultrasound of the left upper extremity revealed deep vein thrombosis. Follow up ultrasound on (B)(6) 2018 revealed no deep vein thrombosis and is now considered resolved. Venous occlusion associated with the implant procedure.